Event description:
It was reported that patient experienced pump stops on a grounded cable. Pump restarted when patient was placed on battery. Patient changed controller. Pump stop still occurred with new controller when he was connected to a grounded cable. Log file analysis showed multiple pump stop events on (B)(6) 2020 after controller exchange. Type of behavior is linked to issues with percutaneous lead. Issues were only occurring while the device is connected to the power module. The x ray images provided did not show any obvious areas of shield damage. Driveline repair requested but not possible due to coronavirus affecting flights.

Manufacturer narrative:
Manufacturer's investigation conclusion: although the pump stops captured in the submitted log file appear consistent with a potential driveline wire issue, the specific root cause could not be confirmed during the evaluation of the returned driveline segment from heartmate ii lvas, serial number (B)(6). An onsite driveline repair was performed on 02apr2020 by abbott personnel. The driveline was severed approximately 3¿ from the exit site and the distal portion was replaced with no issues. The approximately 20"" segment of driveline replaced by technical services was returned for evaluation. Examination of the driveline revealed no visible damage to the silicone jacket or bionate layer. Some breakdown of the braided shield was observed approximately 3¿ from the controller connector. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the driveline did not reveal any damage to the insulation of the wires that would have contributed to a pump stop. The driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that could have contributed to an electrical short. The evaluation of the returned driveline did not reveal a device related issue that would have contributed to a functional issue. It was reported by the vad coordinator that patient experienced further alarms post repair while on a grounded patient cable. The patient did not experience any further alarms while on battery power and ungrounded patient cable. The patient remains ongoing on vad support. The heartmate ii lvas IFU and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents also address how to care for the driveline. All heartmate ii lvad driveline's have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. These documents outline all system controller alarms as well as how to respond. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section b5: additional information.

Event description:
Additional information was provided that, after the driveline repair the patient continued to have pump stops on a grounded cable. Patient now has to remain on an ungrounded cable or battery power at all times. Patient is stable. No pump stops on the ungrounded cable. Patient is not a candidate at this time for pump replacement. As long as his pump continues to work with the ungrounded cable there will be no issues.